Event description:
It is reported that a screwdriver stripped or chipped during surgery. The surgeon was performing a thoracic lumbar fusion from t-12 through to the iliac. During final tightening, the stardrive of the screwdriver would not properly tighten the screws due to the shaft being stripped. The screwdriver stripped at multiple levels of tightening. There was no patient issue. The surgery was completed successfully with 1-2 minutes delay in surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.